Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. This incident occurred during an emergency situation. The patient's left ring finger was pinched between the tabletop and the table body cover of the mr system during horizontal movement into the bore. During movement the operator should always check the patient's hands and make sure there are no cables or extremities positioned such that they can be caught. In this case no arm guides and no body straps were used to position the patient.

Event description:
Philips received a report from a customer related to a pinching incident with an mr 1.5t system. A patient, suspected of having a stroke, was transferred to the MRI table using an mr trolley. When the table was moved upwards, the patient's hand got stuck between the table top and patient support. The operator did not notice that the patient's hand was stuck. When moving the patient table top into the bore, the distal end of the left ring finger was cut off.